Event description:
Same case as MFR report # 2134265-2008-04092. It was reported that during a percutaneous transluminal coronary angioplasty (ptca), shaft break and stent dislodgement occurred. The 70% stenosed de novo lesion was located in the tortous and mildly calcified mid right coronary artery (rca). It was noted that the lesion contained a significant bend. The lesion was pre-dilated with another manufacturerâ¿¿s 2.5mmx15mm balloon inflated to 18atms for 10seconds. The taxus liberte' 3.0mmx20mm stent delivery system (sds) was advanced to the lesion, however, resistance was encountered while advancing through the aortic arch. The physician applied "exra force" to the sds, however, the shaft bent. An attempt was made to straighten the bend in the catheter by unspecified means at which time the proximal shaft broke "at the entry point of the sheath". The sds was removed and another of the same sized taxus liberte' sds was advanced, however, the stent dislodged and remained in the internal iliac artery. A micro forceps was advanced in an effort to remove the dislodged stent but was unsuccessful. A 3rd taxus liberte' 3.0mmx20mm stent was implanted to complete the procedure. The patient's status is reported as "good".

Manufacturer narrative:
Visual and microscopic examination of the device revealed that the hypotube had broken approximately 17cm distal from the catheters strain relief. No stentwas attached to the returned device or returned for analysis. Several shaft hypotube kinks were present along the entire length of the delivery system. This type of damage is consistent with excessive force being applied to the delivery system. Visual examination of the tip and balloon found no issues which could have resulted in a restriction occurring during the physicians' attempts to cross the lesion. The manufacturing records have been reviewed and no issues or discrepancies were found. The root cause for this event is unknown.